Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged the up arrow was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: during investigation, the keypad cover was intact. The pump powered on to a blank display with no auditory alarms. The keypad responsiveness was unable to be tested. The keypad cover was removed to find no contamination under the button contacts. Evidence of moisture was found behind the display lens. A leak test was performed and failed due to a crack in the case. A crack between the case seal and keypad cover was found. The pump was opened to find evidence of moisture throughout the pump internally, on the printed circuit board, on the display flex, and the keypad flex connector. The keypad buttons, and display screen were unable to be tested. The pump's files were unable to be downloaded due to the inability to maintain a connection during download. The audio bolus button cover was damaged/punctured but responded appropriately to user input. (B)(4).